Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2009, a (B) (6) female was implanted with an acticon device. On (B) (6) 2010, 11.0cm cuff was removed and a 10.0cm cuff implanted due to fecal incontinence. Ams has requested additional information.